Event description:
The customer reported having high blood glucose and her doctor has made adjustments to her settings, but her blood glucose still was running high. The caller mentioned that the insulin pump had a blank display and then the off no power alarm. The battery was changed and the display did appear. The caller stated that she experienced nausea, dizziness, and blurry vision. Then the customer stated that the paramedics were called two weeks ago; her blood glucose was 500mg/dl at time they arrived and brought her to the hospital. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The caller stated that she wants to try her new settings for two weeks. The customer also mentioned air bubbles near the connector cap at the reservoir, and damaged battery cap. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.